Event description:
Reporter stated that the pt obtained a blood glucose result of 608 mg/dl (the device's numeric reading range is 10 - 600 mg/dl), while using the suspect device. Reporter indicated that pt did not take any action based on this result. No associated injury was reported. While on the phone memory and indicated that the value of 608 mg/dl had been retained. Technical support requested the return of the suspect product and replacement product was shipped.